Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Stent would not deploy as per cc form": "delivery system went over wire guide without a problem. Once in position dr asked nurse to deploy stent. The nurse was not able to deploy the stent." Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence notes: at what stage of the procedure did the complaint occur? During stent placement. What endoscope type and channel size was used? Olympus duodenoscope. What was the position of the elevator? N/a. Details of the wire guide used (diameter, type, make)? Visiglide 0.035inch. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? No. Please advise the anatomical location of the intended target site. Ampulla, bile duct. How long was the stent in the patient by the time this complaint occurred? Did not deploy. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. If yes, how often was this completed? A new device was opened & that worked well. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? N/a. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? Yes. If yes, please specify what was observed and where on the device it was observed. Distal end of stent was kinked. Stricture information: n/a. What was the length and diameter of the stricture? Where was the stricture located in the body? Was there resistance felt passing wire guide through stricture? N/a, yes, no. Was there resistance felt passing the evolution through stricture? N/a, yes, no. Was the stricture dilated before stent placement? N/a yes, no. Questions related to during insertion into patient was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? Yes there was some resistance felt on releasing the stent. If yes, at what pont? Some resistance felt on releasing the stent. Questions related to during stent placement did the product fail during stent deployment or recapture? Deployment. If other, please specify the stent failed to deploy despite being deployed by an experienced member of staff. Was the directional button pressed during use? N/a. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? No. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? No but device has been kept to be returned back to cook medical. Questions related to during introducer withdrawal n/a. Are images of the device or procedure available? N/a, yes, no. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a, yes, no. If yes, what was used? Did the stent open sufficiently to allow withdrawal of introducer safely? N/a, yes, no. .was the safety wire fully removed before removing the delivery system? N/a, yes, no. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a, yes, no. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) n/a what instrument was used for stent repositioning / removal? Forceps, snare, other. If other, please specify. Was resistance encountered during advancement and/or deployment? N/a, yes, no. If yes, please when this was felt? Advancement or deployment. How did the physician deal with this resistance? Was the lasso (suture) loop used during repositioning.

Event description:
Supplemental follow-up report is being submitted due to the receipt and evaluation of the complaint device. Lab evaluation completed on (B)(6) 2022 visual inspection lock wire in place, luer lock broken off handle. Broken flexor at clear section. Red marker at 10th dimpling. Functional inspection handle is actuating fine. Unable to deploy the stent.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the device evaluation for evo-fc-10-11-6-b of lot c1939809 was completed on evaluation of the devices the following was observed: the lock wire was in place, luer lock broken off handle. Flexor was broken (clear section). The red marker was at the 10th dimpling. Handle actuating fine, stent was unable to deploy. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1939809 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c1939809 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the instructions for use, ifu0062 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use."¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the flexor been becoming broken. It is possible that it may have become more difficult to release the safety wire once it passes the point of no return, the physician may then have used excessive force to pull it out and consequently broke the flla adapter. From the available information it is known that there was some resistance felt on releasing the stent. It is likely that the distal kink observed by the customer was in reference to the broken flexor observed in the laboratory. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/ correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer the stent would not deploy. Confirmed quantity of 1 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a possible root cause could be attributed potentially to tortuous patient anatomy.

Event description:
Supplement report being submitted due to the completion of the investigation on 25-jul-2023.